Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 5.9 inr on the coaguchek xs system while a comparison lab returned as 4.5 inr. The caller states the patient's physician will likely hold her coumadin dose based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.